Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the caller, reporting that the patient's healthcare provider (hcp) saw on the clinician programmer that the patient charge duration was 1 hour, every day with an average of 8 coupling bars, and the average charge level was 50-100%. The caller reported that the hcp saw one charging session that was 3.8 hours. The caller reported that the recharge statistics showed the following: summary: 2 dates charged with multiple sessions each of those dates: (B)(6)2018: start charge: 3.895, end charge: 3.985, time: 41 min. Battery level was on the higher side of the 50% quartile. (B)(6)2018: (4 separate charge sessions) start charge: 3.810v, end charge: 3.935v, charge time: 2.0 hrs, battery level was on the lower side of the 50% quartile therefore charging time is longer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. The caller reported that lately the ins battery level was going down much faster and when they charge the ins from 7% to 100% it took a long time to charge. The caller reported it used to take the patient 25 minutes to charge that much, but now it was taking an hour. The caller reported that the patient used to charge the ins when it dropped to 75%, but they had gotten sick and so let it drop to 25% and that's when the problem started. The caller reported that the patient had not undergone any recent reprogramming or increased parameters, and that the patient charges their ins to 100% full. The caller confirmed that the patient gets all 8 coupling bars when recharging. The manufacturer reviewed that based on the information the caller provided and the recharging statistics, the charging duration did not appear to be abnormal. No patient symptoms were reported. No further patient complications have been reported as a result of this event.